Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
Product event summary: the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. High impedance was noted. The right ventricular (rv) lead registered a warning on (B)(6) 2012 for 2720 ohms, and on (B)(6) 2012 for greater than 3000 ohms. There were maximum ventricular pace lead impedance rises from 752 ohms the week of (B)(6) 2012 to a high of 3792 ohms the weeks of (B)(6) 2012. Oversensing was noted with a lifetime ventricular short interval counts (sic) of 65,483 over a lifetime of approximately 2 years implant time. There were 25 non-sustained tachycardia episodes with v-v less than 210 are recorded between (B)(6) 2012.

Event description:
It was reported that the lead had eroded through the skin at the implant site. It was also reported that there was high impedance, oversensing, and the sensing integrity counter (sic) registered many short v-v intervals. The lead will be revised. No further patient complications have been reported as a result of this event.